Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(6) study indicated that the day of index procedure the patient experienced the event of an embolic cerebrovascular accident (stroke). The patient is a (B)(6) male who was enrolled in the (B)(6) study for stenting of the carotid artery. Medical history includes hypertension and hyperlipidemia. . The patient had a previous episode of embolus to his right eye and ultimately evaluation demonstrated a greater than 90% stenosis of the proximal right internal carotid artery. The vessel was described as mildly calcified and moderately tortuous. An angioguard embolic protection device was advanced distal to the lesion and the lesion was pre-dilated. A precise stent was successfully deployed in the lesion. The angioguard was safely removed from the patient. Upon inspection of the filter basket, there was debris found in the basket. The procedure was completed. The patient was neurologically intact when taken from the angio suite. On the same day of the procedure the patient suffered a neurological event described as behavioral change, dysarthria, and hemiparesis of both sides. There appears to be an embolic cerebrovascular accident in the context of his right carotid artery stenting procedure. The onset was sudden. Recovery is unknown. The patient was discharged six days post procedure. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product.

Manufacturer narrative:
As reported by the (B)(6) study, the day of index procedure, the patient experienced the event of an embolic cerebrovascular accident (stroke). The patient is a (B)(6) male who was enrolled in the (B)(6) study for stenting of the carotid artery. Medical history includes hypertension and hyperlipidemia. . The patient had a previous episode of embolus to his right eye and ultimately evaluation demonstrated a greater than 90% stenosis of the proximal right internal carotid artery. The vessel was described as mildly calcified and moderately tortuous. An angioguard embolic protection device was advanced distal to the lesion and the lesion was pre-dilated. A precise stent was successfully deployed in the lesion. The angioguard was safely removed from the patient. Upon inspection of the filter basket, there was debris found in the basket. The procedure was completed. The patient was neurologically intact when taken from the angio suite. On the same day of the procedure the patient suffered a neurological event described as behavioral change, dysarthria, and hemiparesis of both sides. After review of a CT scan, there appears to be an embolic cerebrovascular accident in the context of his right carotid artery stenting procedure. The onset was sudden. Recovery is unknown. The patient was discharged six days post procedure. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Cerebrovascular accident is a well documented potential complication of carotid artery interventions and is listed in the IFU as such. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, pharmaceutical, vessel and procedural factors may have contributed to the reported events. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.